Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
It was reported that a revision surgery was necessary due to a aseptic loosening of the pe glenoid. The glenoid was retrieved and the patient was treated with a filling of bone substitute cement (hemi). It was further reported that the rotator cuff was intact and that no infection or other morphology of the bone was identified. The patient suffered increasing pain restriction of movement. The initial surgery was performed on (B)(6) 2014.